Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the lower case was scuffed up, both latch tabs were broken off of the power cord bay door, one hinge plate screw was missing, and the media bay door was broken. Concomitant medical products: product ID: 229047 analyzer . (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.